Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("migration of essure device location of device: external to fallopian tubes/perforation (fallopian tube),"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and abdominal adhesions ("bladder or urinary problems or changes lower left quadrant and bladder adhesion (event splitted for coding)") in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included augmentation mammoplasty in 2001, c-section ((B)(6) 2016-as given) and endometrial ablation. Previously administered products included for an unreported indication: nestabs in 1999. Concurrent conditions included breast oedema since 2008, vaginal burning sensation since (B)(6) 2012, vulvovaginal candidiasis since (B)(6) 2012, gardnerella vaginalis vaginitis since (B)(6) 2012, hsv infection since (B)(6) 2012, hsv infection since (B)(6) 2013, vaginal itching since (B)(6) 2012, vaginitis ((unspecified)) since (B)(6) 2013, vulvovaginitis ((unspecified)) since (B)(6) 2013, yeast infection since (B)(6) 2012, soreness breast (swollen and hard. Left breast edematous across whole breast greater above nipple, slightly red across whole breast, tender to palpation) since 2008, breast infection since 2008, anxiety since (B)(6) 2010, cervicitis since (B)(6) 2012, itching since (B)(6) 2012, burning sensation since (B)(6) 2012, urinary tract infection ((urinary tract infection) used monastral. Couple weeks ago.) Since (B)(6) 2012, kidney infection since (B)(6) 2012, vaginal irritation (vaginal irritation off and on.) Since (B)(6) 2012, candidiasis (of valva and vagina) since (B)(6) 2012, vaginal discharge since (B)(6) 2013, post coital bleeding since (B)(6) 2013, bacterial vaginosis (bv pouch positive for bv) since (B)(6) 2013, pelvic adhesions since (B)(6) 2016, basal cell carcinoma (s/p excision) since (B)(6) 2017, genital herpes since (B)(6) 2017, motion sickness since (B)(6) 2017, obesity since (B)(6) 2017, body mass index normal since (B)(6) 2017, nausea since (B)(6) 2017, vomiting since (B)(6) 2017 and seasonal allergic rhinitis since (B)(6) 2017. Concomitant products included dicloxacillin since 2008 for breast pain and breast infection, metronidazole (flagyl) for vaginitis and vulvovaginitis, fluconazole (diflucan) from (B)(6) 2012 to (B)(6) 2012 for vulvovaginal candidiasis as well as cefdinir since (B)(6) 2012, cetirizine, escitalopram oxalate (lexapro) since (B)(6) 2010, estradiol, estradiol since (B)(6) 2016, galenic /paracetamol/codeine/ (acetaminophen w/codeine) since (B)(6) 2012, ibuprofen from (B)(6) 2012 to (B)(6) 2013, metronidazole from (B)(6) 2012 to (B)(6) 2012, miconazole nitrate (monistat) since (B)(6) 2012, multivitamin since (B)(6) 2016, mycolog, nitrofurantoin (macrobid) since 2005, paracetamol (acetaminophen) and phenazopyridine hydrochloride (pyridium) since 2005. In march 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced the first episode of dysmenorrhoea ("dysmenorrhea /dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced the second episode of dysmenorrhoea ("painful menstruation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), dyspareunia ("dyspareunia /dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)/heavy menses"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes (event splitted for coding)"), urinary tract disorder ("bladder or urinary problems or changes (event splitted for coding)"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst (right); paratubal paramesonephric cysts; slightly enlarged uterus; enlarged cervix; (event splitted for coding)"), adnexa uteri cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst (right); paratubal paramesonephric cysts; slightly enlarged uterus; enlarged cervix; (event splitted for coding)"), uterine enlargement ("reproductive system disorder or condition type of disorder or condition: ovarian cyst (right); paratubal paramesonephric cysts; slightly enlarged uterus; enlarged cervix; (event splitted for coding)"), cervix enlargement ("reproductive system disorder or condition type of disorder or condition: ovarian cyst (right); paratubal paramesonephric cysts; slightly enlarged uterus; enlarged cervix; (event splitted for coding)"), menopausal symptoms ("menopausal symptoms"), endometrial thickening ("benign menstrual endometrium"), fatigue ("fatigue"), abdominal pain lower ("bladder or urinary problems or changes lower left quadrant and bladder adhesion (event splitted for coding)"), abdominal adhesions (seriousness criterion medically significant), urinary bladder suspension ("bladder or urinary problems or changes bladder suspension"), back pain ("lower back pain (3-4 intensity)") and menstruation irregular ("irregular menses"). The patient was treated with surgery (laparoscopichysterectomy,removal of bilateral essure andbilateral partial salpingectomy,oophorectomy), surgery (biopsy of uterus lining; bilateral urology procedure (ureterolysis};18/08/2016), surgery (laparoscopichysterectomy,removal of bilateral essure andbilateral partial salpingectomy,oophorectomy), surgery (ablation endometrial ablation (novasure) in 2008) and surgery (enterolysis, endometrial biopsy, 18/08/2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, dysfunctional uterine bleeding, dyspareunia, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, ovarian cyst, adnexa uteri cyst, uterine enlargement, cervix enlargement, menopausal symptoms, endometrial thickening, fatigue, abdominal pain lower, abdominal adhesions, urinary bladder suspension, back pain, the last episode of dysmenorrhoea and menstruation irregular outcome was unknown. The reporter considered abdominal adhesions, abdominal pain lower, adnexa uteri cyst, back pain, bladder disorder, cervix enlargement, depression, device dislocation, dysfunctional uterine bleeding, dyspareunia, endometrial thickening, fallopian tube perforation, fatigue, menopausal symptoms, menorrhagia, menstruation irregular, ovarian cyst, urinary bladder suspension, urinary tract disorder, uterine enlargement, uterine perforation, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). The reporter commented: on or about (B)(6) 2016, plaintiff saw her physician, complaining of pelvic pain and dysfunctional uterine bleeding. On august 1, 2016, her physician determined to treat her pain through a laparoscopic hysterectomy, removal of bilateral essure devices, and bilateral partial salpingectomy. Start date of essure was changed from (B)(6) 2006 to (B)(6) 2006. On 18/08/2016, hysterectomy (full), salpingo-ooophorectomy. On (B)(6) 2016 pre procedure diagnosis: pelvic pain in female, dub (dysfunctional uterine bleeding)endometrial ablation operative procedure: hysterectomy total da vinci sie laparoscopic, removal bilateral essure devices, bilateral salpingectomy da vinci sie laparoscopic, bilateral oophorectomy da vinci sie laparoscopic possible, adhesiolysis da vinci sie laparoscopic possible, bilateral ureterolysis. On 11/02/ 2016, biopsy of uterus lining was performed. Diagnostic results: on (B)(6) 2006, hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Bladder sling for bladder or urinary problems or changes bladder suspension. On (B)(6) 2008, plan/ assessment: menorrhagia: endometrium biopsy today novasure schedule for (B)(6) 2008 type of exam: pelvis history: the patient has menorrhagia and is considering and endometrial ablation. The patient past surgical history is positive for c section and essure procedure for sterilization. Impression: normal uterus without myomata. Normal anterior lower segment. 4.8 mm central endometrial lining . Essure plugs are in appropriate position bilaterally. Right ovary with a resolving 15 x 9 mm follicle. Normal left ovary. No free fluid in the cul de sac. On (B)(6) 2008, chief complaint: preoperative plan: tot/ ablation on (B)(6) 2012, took otc. On (B)(6) 2012, gynecological examination findings: wet mount: yeast buds present. Diagnosis: candidiasis of valva and vagina prescription: diflucan 150 mg mycolog ointment avoid intercourse for 1 week avoid intercourse for 1 week on (B)(6) 2013, has been treated tor yeast infection in november 2012. Cramping worse with sitting and lying down. Type of surgery: (B)(6) 2008: novasure, tot medical history: anxiety last period: (B)(6) 2013, frequency: regular gynecological examination increased discharge, l adrenal tenderness on palpation, mildly enlarged. Diagnosis/plan: bv (bacterial vaginosis): vaginitis and vulvovaginitis unspecified. Prescription of flagyl 500 mg bid pelvic pain: unspecified symptom associated with female genital organs plan: encouraged to maintain a period calendar and to note pain on said calendar to determine a temporal relationship with menstrual cycle. On the same day gardner ella test: detected. On (B)(6) 2013, reason: patient is status post operation novasure ablation and essure tubal occlusion. Pain possibly due to adenomyosis vs post tubal/ablation pain syndrome. Vaginitis improving after flagyl. On (B)(6) 2013, reason: patient called to office on feb 26, 2013 requesting gonorrhea and chlamydia results" discussed that they are normal. Continue with pain calendar and scheduled motrin. Eb to call with results of hsv culture. On (B)(6) 2013, supportive of bv: presence of g. Vaginalis greater than or equal to 6.0 log cells/ ml and/or one or both of the other bv associated pathogens. Culture: herpes simplex virus with t typing hsv type 2 present on (B)(6) 2016, physical exam: pelvic: positive findings: tender uterus and a midline abdominal scar. On (B)(6) 2016, final diagnosis: uterus, cervix, hysterectomy: - focal parakeratosis and chronic inflammation. Uterus, endomyometrium, hysterectomy: - proliferative endometrium. - myometrium with no histopathologic abnormality. Ovary, left, salpingo-oophorectomy: - hemorrhagic corpus luteum. - developing and regressing follicles. - focal epithelial inclusion glands. Fallopian tube, left, salpingo-oophorectomy: - mild hydrosalpinx. - paratubal para mesonephric cysts. - essure contraceptive device present (gross examination only). Ovary, right, salpingo-oophorectomy: - no histopathologic abnormality. Fallopian tube, right, salpingo-oophorectomy: - mild peritubal adhesions. - cystic walthard rests. - essure contraceptive device present (gross examination only). Gross description: an approximately 2.5 cm long piece of coiled metal consistent with an essure contraceptive device is present within the proximal end of the fallopian tube. Approximately 1.0 cm of the essure device extends into the right cornu. The distal end of the essure device is visible on the surface of the fallopian tube but appears to be covered by a thin portion of red membranous tissue. An approximately 2.5-cm long intact piece of coiled metal consistent with an essure contraceptive device is present within the proximal end of the tube and extends into the left cornu. Approximately 1.3 cm of the essure device is present within the left cornu. Procedure: endometrial biopsy pathology specimen: endometrium final diagnosis: uterus, endometrium, biopsy:- non diagnostic pattern (insufficient) microscopic description: the biopsy from the endometrium displays scant discontinuous clusters of endocervical glandular epithelium. Rare squamous epithelial cells are also present. No endometrial tissue is seen. The overall pattern is nondiagnostic (insufficient). Further evaluation as clinically indicated is recommended. Problem list: history of robot-assisted laparoscopic hysterectomy; menopausal symptoms on (B)(6) 2016, postoperative diagnoses same plus a perforated right essure device, llq and bladder adhesions, possible duplicated right ureter and a simple right ovarian cyst (5 cm). Operation name 1. Laparoscopic hysterectomy (computer enhanced) 2. Bilateral salpingo-oophorectomy 3. Lysis of adhesions 4. Bilateral ureterolysis specimens uterus, cervix, and bilateral fallopian tubes with essure devices & ovaries findings slightly enlarged uterus, right essure device perforated through proximal right tube, 5 cm left simple ovarian cyst, llq and bladder adhesions. Normal 4 quadrant view, cervix and left tube. She is doing well and has no complaints today. States that pain has mostly resolved, and is well controlled with po meds essure confirmation test, (B)(6) 2006 (per pfs) hysterosalpingogram (hsg) result: total bilateral occlusion (B)(6) 2006 (per mr) hysterosalpingogram procedure: fluoroscopy was provided for doctor to perform a hysterosalpingogram. Findings: there is non visualization of the fallopian tubes bilaterally consistent with successful sterilization procedure. Impression: bilateral fallopian tube occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dysmenorrhoea, dyspareunia, dysfunctional uterine bleeding, menorrhagia, ovarian cyst, menopausal symptoms, uterine enlargement and back pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Case was medically confirmed. Patient details, historical condition, historical drug, concomitant disease, concomitant drugs and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, reproductive system disorder or condition type of disorder or condition: ovarian cyst (right); paratubal paramesonephric cysts; slightly enlarged uterus; enlarged cervix , menopausal symptoms, benign menstrual endometrium, migration of essure device location of device: external to fallopian tubes/perforation (fallopian tube), fatigue, perforation (uterus), bladder or urinary problems or changes lower left quadrant and bladder adhesion, bladder or urinary problems or changes bladder suspension, lower back pain (3-4 intensity), painful menstruation and irregular menses were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (laparoscopic hysterectomy, removal of bilateral essure devices and bilateral partial salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia and dysfunctional uterine bleeding outcome was unknown. The reporter considered device dislocation, dysfunctional uterine bleeding, dysmenorrhoea and dyspareunia to be related to essure (ess205). The reporter commented: on or about (B)(6) 2016, plaintiff saw her physician, complaining of pelvic pain and dysfunctional uterine bleeding. On (B)(6) 2016, her physician determined to treat her pain through a laparoscopic hysterectomy, removal of bilateral essure devices, and bilateral partial salpingectomy. Diagnostic results: on (B)(6) 2006, hysterosalpingogram test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.